Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
Keypad button presses do not activate intended pump response. A family member reported that the keypad buttons have been requiring excessive force to obtain a response over the past 6 weeks. She confirmed that the rubber keypad is intact; denied exposing the pump to water; and stated that the patient wears the pump on her waist with a clip, or in her pocket.